Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high glucose after meals and requested increased meal dosage amounts; the user had been announcing multiple meals to obtain extra insulin for corrections, which the agent explained could lead to pump maladaptation and insufficient insulin delivery; the infusion set was inset and the continuous glucose monitor (cgm) was dexcom g7, with a highest glucose of 231 mg/dl and duration of about one hour. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure, specifically interaction with the user interface during multiple meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.